Event description:
A patient who underwent a combination of omni and cataract extraction procedure, was presented with an iop of 10mmhg during week 1 post-op. On day 11 postop, the iop further decreased to 3mmhg. The physician increased the dosage of prednisone from 4x to 6x a day. At a subsequent follow up, it was determined that the patient had a small cleft which could have induced hypotony in the patient's eye.